Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic vats lobectomy, during creating and maintaining an access to the patient¿s cavity, the device had seal damaged, the surgeon found the device's sleeve was ripped. They used another device to complete the case and resolved the issue. The patient was alive with no injury.